Event description:
During ladd appy procedure the laparoscopic ligasure maryland device was opened and used on the pt. Took it out after use and placed in the pouch on the drape. The device melted the plastic in the drape. Immediately removed from field. Rep confirmed he had never seen one do that before. Used one with different lot numbers to finish procedure. No known harm caused to pt. No add'l testing or monitoring required.